Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of analyzer alarms and questionable ise indirect sodium and potassium for gen.2 results for three patient samples on a cobas 8000 ise module (double). Of the data provided, there were erroneous sodium results for 2 patient samples and an erroneous potassium result for one patient sample. For patient 1 the initial sodium result was 170 mmol/l and the repeat result was 139 mmol/l. For patient 2 the initial sodium result was 168 mmol/l and the repeat result was 142 mmol/l. For patient 3 on (B)(6) 2018, the initial potassium result was 9.00 mmol/l and the repeat result was 3 mmol/l. There were no erroneous results reported outside of the laboratory. The repeat testing on another ise line was reported outside of the laboratory. There was no allegation of an adverse event. The customer stated that they changed the sample probe. The sodium and potassium electrode lot number and expiration date were not provided.

Manufacturer narrative:
Based on review of the calibration and performance data there was no indication of an instrument malfunction. The customer has had no additional issues and the qc and ise checks are acceptable. The investigation was unable to find a definitive root cause.